Manufacturer narrative:
This report is a replacement to the original submission under MFR report # 1917413-2026-00279 on 11apr2026 in order to file against the correct site registration number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. (B)(6). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 3: it was reported while using bd vacutainer® one use holder, the holder disconnected from the blood collection set with one (1) patient. No adverse impact was reported regarding the patient or user.